Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella cp support ongoing for a patient admitted in with a st elevation myocardial infarction. It was reported that the pump malpositioning was against the mitral valve and causing minimal mitral regurgitation. The pump was removed and escalated to the 5.5. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation into positioning issues has been completed. The impella device was not returned for evaluation. The cause of the positioning issues most likely was use related due to improper technique.